Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing and noise was observed on the right ventricular lead. The noise was reproducible with deep breaths. Programming changes were made and no oversensing was observed. The patient was to be monitored and was stable.